Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during use, the reload jammed. The surgeon was able to press the green button, but unable to squeeze the handle. The reload was not implanted. It was removed and changed. Next reload fired as normal using the same handle. No problem with handles, but included for testing. No patient involved.